Event description:
It was reported that (2) devices were used during a laparoscopic quistectomy. It was reported by the affiliate that the 355ld valves broke, so they had to change devices to complete the case. There was no consequence to the pt.